Manufacturer narrative:
Other - load wheel casting.

Event description:
It was reported by service report that the retractable head section load wheels are damaged. There was patient involvement; however, no adverse consequences are reported.